Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The pump was received with a test battery cap. The pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 168 mg/dl. The customer stated that he received multiple battery alarms. The customer changed the batteries and now his pump will not turn on at all. There are a few scratches on the pump but no cracks. The customer stated that the pump was exposed to moisture. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.